Manufacturer narrative:
A picture was returned showing the set in a bag where the secondary port clave is broken off the cassette. Received one (1) used list #14687-15 primary plum set. As received the secondary port was observed to be broken. Inspection under uv light showed errant solvent. The deformation of the break showed beach marks with smooths sections. The complaint of additive port snapped off can be confirmed. The probable cause is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch had an issue. The reporter stated, "clave additive port snapped off." Quantity affected is 1 and the sample is available for return. A sample picture was provided showing the product involved in plastic packaging with a red circle mark indicating the defect. There was unknown patient involvement and no patient harm.